Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump generated repeat occlusion alarms that persisted despite supply changes performed in the correct sequence, with a louder-than-usual motor sound noted during a successful dry run and a video provided with no effect on blood glucose reported. The issue was characterized as an obstruction of flow associated with the connector/coupler, and a replacement device was arranged after discussion. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow, localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Troubleshooting and education were completed, and replacement supplies were initially offered before proceeding with device replacement. Lot information for the cartridge, connector, and infusion set was collected to support assessment.